Manufacturer narrative:
The biomed adjusted the CPR cables to repair the bed.

Event description:
The account's biomed stated when he presses the head up switch, the head will rise very slowly and with weight in the bed, the head will slowly drift down.